Event description:
Our rep is reporting that during a shoulder procedure and the use of a drill guide some metal fillings fell into the patient's joint space and remain therein. The case was concluded successfully without further incident.

Manufacturer narrative:
Although the complaint device has not yet been received, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause, a follow-up report will be filed.